Event description:
Customer reported receiving an error alarm on the insulin pump and stated that they were unable to clear the alarm due to unresponsive buttons. Customer also mentioned receiving a button error alarm. Customer stated that the insulin pump was hanging by her shorts due to clip being broken prior to the alarm. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with no up or down arrow button response due to corroded keypad traces. No button error alarms were noted during testing. The unexpected restart alarm could not be verified due to unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and scratches on the reservoir tube window. The insulin pump was received without the original belt clip. No damage was noted on the belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.